Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to posterior dislocation.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Insufficient information provided, unable to perform a device history record review. The device was used for treatment. Devices were compatible. Complaint history record reviews were done on the devices. No other complaints with the same issue were found. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.